Event description:
Affiliate reported that the sensor showed a very high level soon after the device was implanted. The doctor followed up on the sensor measurement for a few days, but the situation did not change therefore, the doctor replaced the sensor.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.